Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was repositioned due to dislodgement. This was confirmed via x-ray. There was loss of capture noted.